Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed and there was a blockage in the tubing. Reportedly, the customer would change the tubing to resolve the issues. There was no reported adverse impact to the customer¿s blood glucose level.